Manufacturer narrative:
H4: manufacturing date: the manufacturing site reported that the manufacturing date for the device is 05/20/2020. H6 type of investigation codes 3331, 4110 and 4109. H6 investigation findings ¿ code 213. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: information was requested but was not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3-other (81): the intralase femtosecond system was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that a patient presented with mild central corneal haze after lasik treatment. The haze resolved with the normal post operative steroid use. Physician has had multiple lasik cases without corneal haze. Physician plans to review the site¿s instrument preparation/sterilization process. Per follow-up, physician cannot remember the patients. There were only 2, and I have not seen anyone else since then. Patient was given prednisolone acetate - the normal drop for post op, but physician increased the frequency to 6x/day instead of 4x/day to hopefully help with the haze. This report is for patient 1 of 2.